Manufacturer narrative:
Physio-control further evaluated the device. From the downloaded electronic patient record it was observed that the device had indeed powered off. The reported issue could however not be reproduced during device evaluation. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
It was reported to physio-control that the customer's device automatically powered off when it was used for non-invasive blood pressure monitoring on a patient. The device turned back on automatically. During the event, a titan 2 gateway modem was connected to the device but it was not configured for transmitting yet. No adverse patient outcome was reported.